Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported failure. Upon examination of the device, physio-control observed that the unit would not remain powered on and therefore could not be used to provide defibrillation, if necessary.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. From the device download physio was able to observe that the device had locked up on two occasions, leaving the device in an on state and draining the internal hybrid layer capacitor (hlc) batteries. Physio determined that the cause of the reported failure was the digital pcb assembly. Further component level cause could not be determined. The customer was provided with a replacement device.